Manufacturer narrative:
An event of heart block (atrioventricular block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5.9mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the physician believes the heart block is related to the procedure and possibly related to valve. Based on the available information, the root cause of the reported event appears to be related to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (B)(6) - ((B)(4)) . It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted. It was noted via electrocardiogram, that the patient developed a third degree atrioventricular block after release of the 27mm navitor valve. There was no difficulty experienced implanting the 27mm navitor valve. The final non-coronary cusp implant depth was 5.9mm and the final left coronary cusp implant depth was 10.50mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The decision was made to admit the patient for monitoring of heart rhythm. A temporary pacemaker was inserted until a dual chamber permanent pacemaker was implanted. The patient's third degree atrioventricular block is attributed to the implant procedure and 27mm navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was in good status at the time of report.